Manufacturer narrative:
The reported malfunction was observed during functional testing. However, after the device was dis-assembled the malfunction could not be replicated. The device was put through extensive testing without further replicating the malfunction. The control board was replaced as a precaution.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not have pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.